Manufacturer narrative:
(B) (4). Customer did not specify the nature of the complaint. Eval - results - eval for the returned product shows that the alarm powered on. There's no alarm tone when the pressure is taken off the sensor pad or when its unplugged. The tone selector button does not work and the battery door is missing. There's no damage to the alarm case. (B) (4).

Event description:
Customer did not specify the nature of the complaint. There was no pt injury reported. Eval for the returned product shows that the alarm unit powered on. There's no alarm tone when pressure is taken off the sensor pad.